Event description:
During a publications review, zoll circulation has become aware of a paper published in the american journal of emergency medicine alleging liver and spleen injuries possibly due to the use of mechanical CPR in one patient. This claim was not reported by an end user. According to the author, a possible cause may be improper placement of the compression band.

Manufacturer narrative:
The publication author suggests placement of the compression band may have contributed to the injuries. Rare occurrence of such injuries does not support the misplacement of the compression band as a cause of such injuries. Additionally, the sequence of events as related in the referenced publication suggests that manual CPR may have been performed for some time prior to arrival of the patient at the hospital and the start of mechanical CPR. The reported injuries are possible with either manual or mechanical CPR. Patient anatomical features and pre-existing conditions could also increase the possibility of such injuries when applying either manual or mechanical CPR. Since the alternative to CPR is death, the clinical community at large does not consider such injuries as significant.